Event description:
A malfunction on the pump was reported by the caller, with malfunction code malf 16 being identified. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, but as the malfunction code recurred, a replacement pump with updated software was sent to the customer. The customer will use multiple daily injections (mdi) as backup therapy while awaiting the replacement. They were instructed on storing the problematic pump and returning it to tandem, and were advised on steps to take upon receiving the new pump, with training available in their tandem source account.